Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 120 units and the insulin gauge remained static at 70 units. At the time of the reported event, the insulin gauge displayed an accurate fill estimate of 55 units. The customer's blood glucose 135 mg/dl.